Event description:
During an in-clinic follow-up, an episode ventricular tachycardia (vt) fell into the supraventricular tachycardia (svt) programming zone was observed on the device and the patient received in appropriate therapy. Reprograming recommendations were provided to resolved the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.